Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was reported by insulet that ¿the patient was wearing the pod at the time of the event. On (B)(6) 2026, the patient experienced hypoglycemia (blood glucose reported at 50 mg/dl) with seizures, prompting a 911 call to emergency services. The patient reported that the controller displayed glucose values within range despite low blood glucose. Oral carbohydrates (guava juice, approximately 24¿32 ounces followed by 8 ounces) were administered, resulting in improvement. The event resolved the same day without hospital admission. The pod and continuous glucose monitor sensor were worn on opposite sides of the body. The pod was discarded and unavailable for evaluation." Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.